Event description:
The event involved a 40" (102 cm) appx 5.3 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger, drop-in chemolock¿ port where it was reported ¿black substance in drip chamber¿. The product was getting ready for set up and the fault noticed. There was no patient involvement, no delay in therapy, no one was harmed of the reported event, and no death or serious deterioration of a person.

Manufacturer narrative:
The device has been received. Pending investigation. Initial reporter phone: (B)(6).

Manufacturer narrative:
A photo was returned by the customer showing the drip chamber with burnt embedded material. Received one (1) new 011-cl3520 for inspection. Burnt embedded material was observed on the drip chamber of the set. The drip chamber was cut open and the material was confirmed to be embedded in the wall and not loose in the fluid path. The reported complaint can be confirmed. The probable cause is due to a molding error from the vendor. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint